Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient received a pump replacement from heartmate ii (hmii) to heartmate 3 (hm3) due to suspected driveline disconnection. Speed was decreased and hmii blood pump stopped on (B)(6) 2024. It then was replaced the pump with hm3 with extracorporeal membrane oxygenation (ECMO) operating. There was hemodynamic failure due to the pump stop. The patient remained hospitalized. The reason of driveline disconnect could not be confirmed.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist device (lvad), serial number (B)(6), confirmed driveline wire damage that could have contributed to the pump stop events captured in the retrieved log files. (B)(6) was returned with the driveline (dl) severed approximately 7.5¿ from the pump housing. The remainder of the dl was returned in 2 sections, measuring approximately 7" and 24" in length. The returned middle segment of the dl contained the dl exit site nipple and approximately 5.5" of internal dl velour. The outer jacket of the returned dl distal portion was taped near the controller connector bend relief. Upon removal of the tape, a breach of the outer jacket at approximately 3¿ from the controller connector (cc) was noted. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires from the returned middle portion of the dl revealed insulation breaches on the yellow wire at approximately 11.5" from the pump housing (ph). Additional breaches on the middle portion of the dl were noted to orange wire at approximately 9" and 11" from the ph. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test confirmed the breaches seen with microscopic inspection and did not reveal any additional wire breaches. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. If the exposed conductors of wires of different phases simultaneously contacted the braided shield while the system was operating on any power source, the resulting of phase-to-phase short would have resulted in the pump stoppage events observed in the retrieved log files. Incidental finding revealed breach of the outer jacket and bionate layer was noted on the returned distal driveline section. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate ii lvas patient handbook, rev. D, are currently available. Section 1 of this IFU addresses pump parameters including pump speed. This section also lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a pump replacement from heartmate ii (hmii) to heartmate 3 (hm3) due to suspected driveline disconnection and driveline damage.